Event description:
It was reported during a left atrial flutter ablation procedure, the pt suffered a cardiac tamponade requiring a pericardiocentesis. Following transseptal puncture with a brk1 xs needle and a st. Jude medical sl1 introducer, the physician inserted a non st. Jude medical ablation catheter and a livewire duo deca catheter. The pt reportedly had "complicated" cardiac anatomy and while advancing the livewire duo deca catheter fluoroscopy changes were noted with the pts cardiac silhouette. A pericardiocentesis was performed and the pt is reportedly stable. Additional info was requested and is unavailable.

Manufacturer narrative:
The product was not returned for eval. Review of the device history records confirmed this lot met mfg requirements prior to shipment. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.